Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported that post implant of a gastric band, the patient developed port infection on (B)(6) 2011 and port was replaced. An endoscopy was performed and it was reported that an inclusion was also observed, every 3 months an endoscopy is performed on the patient in waiting for a total inclusion (last endoscopy was in (B)(6) 2012). The patient weight loss was not consistent. This clinic is currently involved in legal (B)(4). It was reported that no further information is available at this time.